Manufacturer narrative:
No further information was able to be obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on march 27, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that the system shut down on its own during setup/calibration. There was no patient involvement.